Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction to h6 (result code): the result code 423 was inadvertently left out of the initial MDR.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint " cable on the instrument broke." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted lower anterior resection surgical procedure, a cable broke on the 8mm small grasping retractor instrument. The procedure was completed with no reported injury.